Event description:
The consumer, manufacturer representative, and health care provider (hcp) reported that the patient had a loss of therapy on (B)(6) 2016. The patient went into the hospital on (B)(6) 2016, but they sent them home because they thought it was just gastroenteritis. The patient went to the ER and was admitted to the hospital on (B)(6) 2016. The patient was currently in the hospital with exacerbations of gastroparesis, extreme bowel blockage, nausea, and vomiting. The patient recently assisted in turning off someone else's defibrillator using a magnet and this could be related to the issue. Due to the patient's symptoms returning to the way they were before implant, the patient thought their stimulator wasn't working and was either malfunctioning or turning itself off. The patient wanted their implantable neurostimulator (ins) to be checked. The hcp had already talked to the manufacturer representative, but they would not be available until next week. The patient was still in the hospital on (B)(6) 2016 and had not seen a manufacturer representative yet. The patient had a cat scan performed, which showed their colon was enlarged with stool and these symptoms matched that of gastroparesis. The patient had a bowel prep and bowel rest at the hospital. The patient was told a clinician programmer was going to arrive at the hospital on (B)(6) 2016. The manufacturer representative report that it would arrive at the hospital on (B)(6) 2016. The hospital received the programmer and interrogated the device. The troubleshooting performed was interrogation of the device at the patient's bedside. The pacemaker was on and functioning properly. The patient was offered a referral to a hcp who cared for the device. The hcp further reported that the ins was working and the patient's symptoms were caused by constipation. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.